Event description:
Had prk surgery on both eyes and have had nothing but problems since day 1. Eye dr says every visits they are looking better but I don't feel this way. I can't see to drive when it's sunny and am basically sheltered in my house due to extreme sensitivity to sunlight. I have hazing in one or both eyes and have developed chronic dry eyes. My treatment has included many oral steroid drops, restasis, otc eye vitamins, various eye drops for lubrication and serum drops made from my own blood. I have several days where I just stay in bed due to depression and have started taking wellbutrin. My eye surgeon was scheduled to release me from his care. After several months but continued seeing me until (B)(6) 2019. I now go back for mandatory punctual plugs in upper and lower lids to help with extreme dry eyes. Plugs started before surgery due to minor dry eyes. Since surgery it has gotten extremely worse. Dr never disclosed he didn't perform lasik surgery but said I was a good candidate for prk due to cornea appearance. Prk would be better. I found out in (B)(6) his office hasn't ever offered the lasik surgery only prk. Worst experience of my life. Has changed my life and my ability to live my best life by secluding me from the outdoors. (B)(6) institute ((B)(6)). FDA safety report ID# (B)(4).